Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that insulin leaked past the second o-ring. Customer's blood glucose was 254 mg/dl. Insulin did not get into pump. Reservoirs would be replaced.